Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 525 mg/dl. The customer reported not rewinding and loading the reservoir when switching out the reservoir. The customer had no symptoms. The customer did treat the high blood glucose level with manual injection. The customer did troubleshoot the issue and found air bubbles in the infusion set tubing and reservoir. The current blood glucose level was 471 mg/dl. The customer declined troubleshooting for the high blood glucose due to not loading the reservoir properly. The customer states will change out the infusion set and reservoir. The insulin pump or the infusion set will not be returned for analysis.